Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2012. The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, however the patient is not alleging wrongful death at this time. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation, tilt, anxiety, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6) 2012 via the right internal jugular vein due to a history of deep vein thrombosis (dvt). Allegations include: vena cava perforation and perforation abutting another organ. Further allegations include: one prong abutted the right psoas, anxiety, fear, and limited mobility. Patient reportedly expired (B)(6) 2021, but it has not been indicated that the ivc filter contributed to this outcome. (B)(6) 2020, per a report from computed tomography; ¿caval perforation: yes. Grade 3 perforation of 6 o'clock strut to right psoas. Grade 2 perforation of 5 o'clock leg 0.64 cm. Grade 2 perforations of 12 o'clock strut 0.41 cm and 3 o'clock strut 0.43 cm. Grade1 perforation of 9 o'clock leg. Tilt: yes. 8.25 degrees of sagittal tilt. Apex of filter very close to anterior wall of ivc. Migration: no. Pertinent negatives: no definite fracture or missing struts. No ivc stenosis.¿ per certificate of death, dated (B)(6) 2021, immediate cause of death is gastrointestinal (gi) bleed due to acute respiratory distress syndrome (ards) due to covid-19.